Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Physician reported that a patient was undergoing a de-clotting procedure with placement of an unspecified catheter through a jugular vein approach using a cope mandril wire guide. The customer reports that the device broke / sheared off during the procedure. The patient was taken to the operating room for a surgical procedure to remove the broken fragment. No further information was provided. The patient reportedly had no adverse effects from the event. The device is not available for evaluation.

Manufacturer narrative:
A review of the complaint history, documentation, drawing, manufacturing instructions, quality control, and specifications was completed during this investigation. The actual device was not returned. Complaint device evaluation was not performed since no product or imaging was returned to assist with this investigation. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. Cope mandril wire guides are manufactured with a stainless steel mandril wire and a platinum coil tip. These devices are not manufactured with a safety wire, but have a solder connection at the location where the platinum coil fits over the tapered mandril wire. The wire guide is manufactured according to specification detailing and verifying the geometry of the wire guide. These include, but are not limited to, the: coil and mandril diameter, coil length, taper, solder and weld characteristics, curve radius, and tip characteristics. The manufacturing instruction of the product details the geometry of the wire guide, step by step instructions, materials, and tools and equipment used during assembly of the product. There are additional manufacturing instructions guiding the solder and weld process. After assembly of the product, it is independently inspected, including 100% verification for dimensional and visual criteria, including the absence of kinks, as part of quality control procedures. In summary, there are adequate controls in place to ensure the product is manufactured as intended. Additionally, the product is packaged with a label warning against pulling the wire and/or manipulating the wire through the needle. It is possible that the wire guide was met with forces beyond its intended use or that the wire guide was withdrawn/manipulated through a needle which could have led to the device sheering off in the patient. However, without visual, dimensional, or functional testing of the involved components, we are unable to determine with certainty what led to this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is needed.